Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The site reported that the vad performed appropriately during the event and that the event was related to the complexities of medical management and that the event was not life threatening. The patient remains on support and the site reported the event as resolved. Adverse event term: ischemic cva.

Event description:
On (B)(6) 2016, patient was taken to CT scan as a precautionary measure following clots in the pump and an uneventful pump change on (B)(6) 2016. Patient was found to have a small ischemic stroke at the left occipital area. There are no symptoms from the patient at this time. Neurology suspects the patient may have some vision problems in that eye but currently the patient responds to stimuli so at least part of the patient's vision is still intact. The site reported that the pump worked appropriately during the incident and the patient continued to be fully supported. The site also believes this incident is now completely resolved.